Event description:
During implantation, a thoratec vad (ventricular assist device) was reported to have inflow valve incompetence. The surgeon and perfusionist reported the inflow valve to be "regurgitating" and replaced the vad with no further incident.